Event description:
The valve was explanted, due to regurgitation. At retrieval three holes were noted in a valve leaflet and infective endocarditis was suspected. The product was replaced, with no additional pt complication reported.